Event description:
Medwatch report - (B)(4) - (B)(4) hospital - the maude event report indicates the following: percutaneous transluminal angioplasty to left lower extremity was being performed. The guide wire broke in the superficial femoral artery while removing. The physician attempted to retrieve the guide wire but was unsuccessful. The guide wire was secured in the vessel with stenting. Medtronic medwatch for guide wire is 1220452-2011-00043. Additional information provided from rep on (B)(4) 2011. The wire was inserted into the catheter, the physician advanced the needle. The physician torqued the catheter with the needle extended out and the sharp edge of the catheter cut the wire tip off, which stayed inside the patient's vessel. The physician retracted the needle, and removed the catheter. The physician inserted a snare device and attempted to snare the tip of the wire; however, unsuccessful. The physician then attempted to re-deploy the needle to see if he could get the tip of the wire, however, unsuccessful. The physician retracted the needle into the catheter. The physician inserted a stent over the detached tip of the guide wire and stented it into the vessel wall. Completed the case, patient is reported to be fine.

Manufacturer narrative:
The account has indicated that the actual device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record will be performed. Device discarded - not returned for evaluation.